Event description:
It was reported that: "PICC was inserted in the operating theatre by anaesthetist under sterile conditions on (B)(6) 2023, in a paediatric patient. On (B)(6) 2023 it was noted on routine use and assessment by rn that their was a "crack down the brown lumen" and it was leaking. The PICC was removed and replaced with a new one. No injury or complication was sustained by the patient." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for analysis. Signs of use were observed on the catheter body and inside the extension lines. The catheter appeared intentionally severed. Visual inspection of the catheter revealed a slit in the distal extension line. This damage is consistent with contact with a sharp object (e.g. Scalpel) during use. The catheter body length from the juncture hub to the distal end measured 19.5", which is not within the specifications of 19 11/16" - 21 11/16" per product drawing. This indicates that at least 3/16" of the catheter were cut and not returned for analysis. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal extension lines were flushed using a 10ml lab inventory syringe. Water was observed exiting the slit in the distal extension line. No additional leaks or blockages were observed. A manual tug test confirmed the distal and proximal luer hubs were secured to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a slit in the distal extension line, which appeared consistent with contact with sharps during use. The catheter met all relevant dimensional and functional requirements, and a device history record review based on sales history revealed no relevant findings. Based on these circumstances , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "PICC was inserted in the operating theatre by anaesthetist under sterile conditions on (B)(6) 2023, in a pediatric patient. On the (B)(6) 2023 it was noted on routine use and assessment by rn that their was a "crack down the brown lumen" and it was leaking. The PICC was removed and replaced with a new one. No injury or complication was sustained by the patient." The patient's condition is reported as fine.